Event description:
Caller states that she ate then tested at 550mg/dl. She reports that 2 hours later her device read 610mg/dl. The paramedics were called and customer tested at 200mg/dl on theie device, the timeframe between tests is not provided. Device reading range is 10mg/dl to 600mg/dl. No treatment recived from paramedics. Results of 610mg/dl was not found in the device memory. No quality controls were used. Requested return of suspect device nas replacement was sent.